Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. Additionally, it was reported that a cartridge leaked. Customer¿s blood glucose was 300 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unresponsive touchscreen issue was verified. Based on the analysis, the alleged leaking canister issue could not be verified.